Event description:
The user reported only that the sternal saw was not working properly. It is not known at the time of this report if the event occurred during maintenance or during use of the device. The nature of the malfunction was also not reported. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.